Event description:
It was reported that patient presented in clinic for routine follow-up. During interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) was into backup mode. The device was able to reset to normal setting by programming intervention. The patient was stable.